Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when pain started. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal took place on (B)(6) 2017 of a distal tibia plate, 4 locking screws, 4 cortex screws. The lateral plate was causing pain to the patient. The patient is an ice skater and was having pain in their shoes. The patient was completely healed and was not revised to any other devices. All implants were removed in tact. There is no report of delay and procedure was completed successfully. There are 9 devices in this complaint. This report is 1 of 3 for (B)(4).